Event description:
The customer reported via phone call that they have not been using the insulin pump for about a month because it does not turn on. Customer stated that the pump had a crack on the reservoir compartment and a blank display. Customer does not know how the damage occurred but stated that it is probably due to normal wear and tear. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no blank display noted. All operating currents were within specification and the insulin pump passed the self test. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window, cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.